Manufacturer narrative:
Updated data: h6 image review: static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid type 0 and large left ventricular outflow track. It was reported that the valve dislodged ventricular during final release. It is possible that the large left ventricular outflow track could have contributed to the dislodgement. However, the dislodgment event was not captured therefore it is not possible to validate the cause of the dislodgement. Subsequently a second valve was implanted inside the dislodged valve, transcatheter aortic valve (tav) in tav. As stated in the instructions for use (IFU), the safety and effectiveness of the evolut fx bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012248110); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012280002); product type: 0195-heart valves; product ID evolutfx-29 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6).2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure using the evolut fx 29mm, a patient with severe aortic valve stenosis bicuspid type 0, low ejection fraction (ef) 25%, and large left ventricular outflow tract experienced a complication where the valve dislodged into the left ventricular outflow tract during final release. The patient was paced at 140 and the valve was slowly released. The medical team consulted with a proctor and decided against using a snare to reposition the valve due to the risk of dissection. Instead, a bailout procedure was performed by inserting a second valve from a different approach to ensure proper hemodynamics. This intervention resulted in good hemodynamics and trivial leak. The procedure was completed successfully.

Event description:
Additional information was received indicating that prior to the valve implant, a pre-implant balloon dilation was performed using a 24 millimeter (mm) non-medtronic balloon. Prior to the dislodgement, the valve was positioned at a depth of 4-5mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Following dislodgement, the valve was positioned at a depth of approximately 18-20mm on the ncc and lcc. Following implant of the second valve, trivial paravalvular leak (pvl) was observed. It was noted that the patient¿s left ventricular outflow tract (lvot) was large, which contributed to the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.